Event description:
Returned device analysis noted the posterior foot of the proglide was separated and returned. Follow up with the account confirmed that the physician was likely aware of the separation but could not recall/ confirm when the separation occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue and foot detachment were confirmed based on the returned device condition. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use states that the device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 7f sheath prior to an interventional ventricular tachycardia ablation procedure. Reportedly, the proglide device was difficult to remove as the foot would not close completely. The device was removed by surgical cut down and hemostasis was achieved with surgical suturing. There was a clinically significant delay in the procedure as the ablation procedure was not performed due to the surgical intervention. The physician is in- training in the use of the proglide device. The abbott vascular representative was no present. No additional information was provided.